Event description:
The customer reported that their device gave an "abnormal energy delivered" message when delivering defibrillation therapy. The device may not have the ability to deliver appropriate defibrillation therapy. The customer did not indicate that this issue took place during a patient event.

Manufacturer narrative:
A 3rd party service agent examined the customer's device but was unable to verify the reported issue of not having the ability to deliver appropriate defibrillation therapy. The service agent then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.